Manufacturer narrative:
A complaint database review has been performed, and one similar issues have been submitted for this unit since its installation in 2008 that was solved by replacing the same component. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is caused by water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions) with the possible contribution of the disinfection procedure. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during service, a 3t heater cooler displayed an error meaning issues with the stirrer motor (ee7) on the patient circuit. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. A livanova field service engeneer was dispatched to the customer site and the error was confirmed. The circulator or stirrer motor was frozen and needed to be replaced. After the motor was replaced all was working ok. All components have been inpsected and tested according. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.